Event description:
It was reported that before an unk procedure, the device gave error 4. Used a test tip same issue. Another like device was used to start the case. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 4 to occur. Causes that may contribute phase margin being out of specification are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process.